Event description:
Customer reportedly received the following results on the aviva system customer reportedly received the following results on the aviva system within 10 minutes: 232 mg/dl, 162 mg/dl, 129 mg/dl, and 121 mg/dl. No within 10 minutes: 232 mg/dl, 162 mg/dl, 129 mg/dl, and 121 mg/dl. No actions taken based on device results. No adverse event reported. Actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
Na

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 232 mg/dl, 162 mg/dl, 129 mg/dl, and 121 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.